Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the fenestrated bipolar forceps instrument was bent. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .047 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the pitch up cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.